Event description:
Device was being set-up at the distributor. On second defibrillation shock into a test system, there was a loud noise emitted from the unit. No pt involvement. No injury to personnel testing unit. Return of unit has been requested.